Event description:
Discovered a substance/residue in the small tube on ventilator circuit. Looked at 2 cases of circuits and they all contained the same problem. Sent back to materials management for return to simms.